Event description:
It was reported that intermittent occlusion alarms occurred. Multiple attempts were made by tandem technical support to confirm the type of insulin therapy the customer would revert to; however, no response was receive. Customer¿s blood glucose was 450 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customers blood glucose was 450 mg/dl. The customer reverted to alternate insulin therapy.